Event description:
Medtronic received information that immediately post implant of this 25 mm bioprosthetic valve, post chest closure, the physician "felt something was wrong" and confirmed that there was a perforation in the left ventricle. The patient was diagnosed with left ventricular rupture and placed back on cardiopulmonary bypass (cpb). The perforation was repaired with a bovine pericardium patch and the valve was replaced with a mechanical valve. It was reported the stent post of the 25 mm valve had hit the posterior wall of the left ventricle which may have led to the perforation and rupture. The physician also reported "calcification of the posterior leaflet of the mitral annulus was severe, and therefore the removal of the posterior leaflet and calcification was performed more carefully than usual, which might have been a contributing factor." No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.